Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-09360 & 2134265-2015-09363. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiography was performed with a non bsc imaging catheter revealing a two lobed laa. It was further noted that prior to the transseptal puncture, the pericardial effusion was negative with multiple views. A very small baseline pericardial effusion observed and noted with non-bsc imaging catheter in the left atrium (posterior laa). A watchman access system (was) was positioned in the laa. Initial deployment was performed in the posterior lobe with a 31 watchman flx laa closure device. The deployment was not successful as the closure device was too proximal. The anterior lobe was then intubated (deep) and a 24mm watchman flx laa closure device was deployed too distally. A partial recapture was performed and then the closure device was re-deployed. The closure device was in a good position, but failed the tug test. During subsequent implant strategy discussion, a small (less than1cm), non circumferential pericardial effusion was observed to the posterior right ventricle and slight increase behind the laa. Over the course of the next 10 minutes, the pericardial effusion increased, though still small (less than1cm), without hemodynamic compromise. The case was aborted to ensure patient safety. Patient did not require further treatment or intervention for the pericardial effusion. Patient left the catheterization lab stable and remained so post procedure. Implanters plan to bring the patient back for a second attempt in (B)(6) 2016. This product is only ous approved but it is similar to an approved us device.